Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two impactor heads had broken at the point where they connect to the impactor handle. Review of the lot history records for the affected lots indicate that the devices were manufactured to specification.

Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that two impactor heads had broken at the point where they connect to the impactor handle.